Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this even to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused 1.5 ma of excessive current draw. Physio-control determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c177 on the analog pcb assembly. This capacitor, designator c177 on the analog pcb assembly being electrically leaky caused 1.5 ma of excessive current draw and the internal hybrid layer capacitor (hlc) batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the service wrench indicator in the device's readiness display. During device evaluation by physio-control it was observed that the device also showed a charge-pak and attention indicator in the readiness display. The device could not be powered on. There was no information provided if there was patient use associated with the reported event.